Event description:
It was reported that during implant of the right ventricular (rv) lead in the left bundle branch, pacing impedance measurements were noted to be 900 to 1,100 ohms with the lead connected to a pacing system analyzer (psa). Upon connection of the lead to the header of this pacemaker, pacing impedance measurements were noted to be 1,900 to 2,000 ohms. Technical services (ts) discussed the impedance range for the lead, which, was noted to be 200 to 2,000 ohms, and discussed potential causes for the high measurements. Ts discussed the option of monitoring to see if measurements come down. Pacing impedance measurements upon completion of the procedure were out of range at 2,070 ohms. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during implant of the right ventricular (rv) lead in the left bundle branch, pacing impedance measurements were noted to be 900 to 1,100 ohms with the lead connected to a pacing system analyzer (psa). Upon connection of the lead to the header of this pacemaker, pacing impedance measurements were noted to be 1,900 to 2,000 ohms. Technical services (ts) discussed the impedance range for the lead, which, was noted to be 200 to 2,000 ohms, and discussed potential causes for the high measurements. Ts discussed the option of monitoring to see if measurements come down. Pacing impedance measurements upon completion of the procedure were out of range at 2,070 ohms. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of the right ventricular (rv) lead in the left bundle branch, pacing impedance measurements were noted to be 900 to 1,100 ohms with the lead connected to a pacing system analyzer (psa). Upon connection of the lead to the header of this pacemaker, pacing impedance measurements were noted to be 1,900 to 2,000 ohms. Technical services (ts) discussed the impedance range for the lead, which, was noted to be 200 to 2,000 ohms, and discussed potential causes for the high measurements. Ts discussed the option of monitoring to see if measurements come down. Pacing impedance measurements upon completion of the procedure were out of range at 2,070 ohms. No adverse patient effects were reported. This device remains in service. It was reported that the device was later explanted and returned with no additional information linking the explant to the previous reported clinical observations.